Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# j0340585v, product type lead; product ID 3095-10, serial# (B)(4), product type extension; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3095-10, serial# (B)(4), product type extension. (B)(4).

Event description:
It was initially reported that the lead was damaged during an explant procedure and the ¿electrodes were left in the patient¿. The reporter indicated that the wires came out but the ¿electrodes¿ did not. It was later reported that patient was having a battery replacement as she had initially received the implantable neurostimulator approximately 7 years prior to the report. The old battery and extension were disconnected from the original lead. When an attempt was made to insert the original lead into ins, it would only go ¿partially down the channel¿. After a number of attempts, the physician decided that a new lead was needed. When an attempt was made to remove the old lead, it broke. It was at that point that the initial report was made. Following that however, the physician was able to dissect down partially and was able to grab and remove the remaining portion of the lead so it was fully removed. A new lead was implanted and connected to the new ins without any issue.